Event description:
Reportedly, the error message 'synergy programmer software is not responding' was displayed on the programmer screen several times, leading to the interruption of two interrogations.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal functioning was observed during the interrogation of a test pacemaker. - analysis of available expertise files confirmed the reported issue, as numerous crashes of the reply programmer module were found in the tablet memory since its last re-ghost. It should be noted that most of these events resulted from a malfunction of a dynamic link library (dll). - on 30 march 2023, two crashes of the programmer module occurred, as reported in the complaint description: one after the user requested to leave the session and another one at the end of the auto print. - based on available data, the root-cause of the two crashes from 30 march 2023 could not be determined with certainty, but they could also have resulted from a dll malfunction. - the subject smarttouch tablet followed the normal repair workflow and was sent back to the field.